Event description:
The clinician reported that after the procedure blood was noted in the sucker line pump raceway. Inspection revealed a tear in the tubing. The patient was fine but was given antibiotics as a precaution against infection.

Manufacturer narrative:
The clinician reported that after the procedure blood was noted in the sucker line pump raceway. Their inspection revealed a tear in the tubing. The patient was fine but was given antibiotics as a precaution against infection. The sucker line tubing was returned to sorin group USA for evaluation. Visual inspection found a 1 1/4" tear in the pump loop section. A section of the remaining tubing was placed in a roller pump and fluid was circulated at approximately 2 liters per minute for several hours. No tears or damage were evident. The cause for the reported problem could not be determined. The perfusionist also stated that the pump was slightly over-occluded. As stated in the s5 manual under pump occlusion, "precaution: overocclusion can.....damage the tubing." With the proper use of appropriately sized tubing inserts, combined with the correct method of line installation into the roller pump, and proper occlusion techniques, tubing should not move or bunch up during use. No further action was deemed necessary.